Manufacturer narrative:
The product problem should have not been marked. (B)(4). The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg would not communicate with external devices hence, patient could not recharge their ipg rendering the ipg inoperable. Manufacturer's representative met with the patient and confirmed the device was inoperable. In turn, surgical intervention may be pending to address the issue.